Event description:
The customer reported that the unit was commissioned and left to charge battery on ac mains. The bio-med returned to discover that ac mains light was no longer illuminated and that the unit only operated on battery power. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on ac power. A replacement device was provided to the customer.